Event description:
It was reported the patient experiences pain at the ipg pocket site. It was also reported the ipg takes longer to recharge than it used to take. The ipg was explanted and replaced.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.